Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article title: "safety and efficacy of hybrid vascular closure technique using both a suture- and collagen-mediated closure device after transfemoral transcatheter aortic valve implantation".

Manufacturer narrative:
B3, b6, d10: estimated date of event. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device coding 2017 - failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of hemorrhage and pseudoaneurysm are listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. It should be noted that the perclose proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Attachment: article: safety and efficacy of hybrid vascular closure technique using both a suture- and collagen- mediated closure device after transfemoral transcatheter aortic valve implantation.

Event description:
It was reported through a research article identifying proglide devices that may be related to failure to achieve hemostasis. Retroperitoneal bleeding requiring surgery, pseudoaneurysm. Specific patient information is documented as unknown. Details are listed in the attached article, titled : "safety and efficacy of hybrid vascular closure technique using both a suture- and collagen-mediated closure device after transfemoral transcatheter aortic valve implantation". Authors: ahmed al-ani, pavel hoffmann, thomas von lueder, anders opdah. Publication: catheterization and cardiovascular interventions 2019;1¿5.